Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in the patient's mouth, it was verified its loss of osseointegration, but did not provide any other information about the case.